Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the foreign material on the bending section cover (a-rubber) and on the glue at a-rubber. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. A definitive root cause of the foreign material remained in the device could not be specified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.